Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device return evaluation confirmed the reported issue as the outer tube tip was found to be broken off. Additionally, the inspector found breakage of the e/p window unit and blurry image. Physical damages found could be attributed to excessive force applied-mishandling. Blurry image was most likely due to low transmitting light carrier fibers. As stated on the IFU and as a preventive measure, the user manual states : ¿avoid using excessive torque/force on the endoscope, as patient injury and possible damage to the instrument could result. Undue stress on the endoscope shaft may cause bending or breaking. If the distal shaft is bent due to the rigors of a difficult procedure, do not attempt to straighten it; damage can result;¿ ¿do not loosen or remove the instrument eyepiece; damage and fluid leakage can result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was returned and evaluated at the service center. Evaluation determined that the device was found with a damaged tip at the outer tube unit. Breakage on the window unit and funnel cap were observed. The image was found blurry. The identified parts needs to be replaced. Device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that a sharp tip at the lens end of the device was observed. There were no further details provided regarding the event. There was no patient involvement on this report. No user harm, or injury was reported.